Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the motor power was too low and had no performance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that from (B)(6) that before surgery, it was observed that the air pen device had an unspecified defect while in use with the handswitch device. During in-house engineering evaluation, it was observed that the motor power was too low and the motor had no performance. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.